Manufacturer narrative:
This report filed (B)(6) 2016. Device not returned to manufacturer.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2008, subsequent to the patient sustaining a head trauma. There are no plans to reimplant the patient as of the time of this report, (B)(6) 2016.